Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed failed motor self test. Customer's blood glucose was 250mg/dl at the time of incident. Troubleshooting found that the pump alarmed twice in the past 3 weeks. It was also found that the pump passed the self test however, the customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.